Manufacturer narrative:
Summarized patient outcomes/complications of whether concurrent tricuspid valve surgery reduced the incidence of moderate or severe right heart failure within the first 6 months after left ventricular assist device implantation were reported in a research article "surgical treatment of tricuspid valve regurgitation in patients undergoing left ventricular assist device implantation: interim analysis of the tvvad trial" in a subject population with multiple co-morbidities including diabetes, stroke, transient ischemic attack, chronic kidney disease, deep vein thrombosis, pulmonary embolism, prior cardiac surgery, heart failure, cardiomyopathy, tricuspid regurgitation. Some of the complications reported were unexpected medical intervention (dialysis, prolonged mechanical ventilation, rvad), stroke, bleeding, off label use; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "surgical treatment of tricuspid valve regurgitation in patients undergoing left ventricular assist device implantation: interim analysis of the tvvad trial."

Event description:
The article, "surgical treatment of tricuspid valve regurgitation in patients undergoing left ventricular assist device implantation: interim analysis of the tvvad trial", was reviewed. The article presented a retrospective, single center study to identify whether concurrent tricuspid valve surgery reduced the incidence of moderate or severe right heart failure within the first 6 months after left ventricular assist device implantation. Devices included in the study were medtronic tri-ad 2.0 semi-rigid, edwards ce physio tricuspid, medtronic mitral mosaic, and abbott/st jude mitral epic stented. The article concluded that the presence of significant tricuspid regurgitation before left ventricular assist device is associated with a high incidence of right heart failure within the first 6 months after surgery. Tricuspid valve surgery was successful in reducing postimplant tricuspid regurgitation compared with no tricuspid valve surgery but was not associated with a lower incidence of right heart failure. [The primary and corresponding author was carmelo a. Milano, md, duke university medical center, box 3043, durham, nc 27710, united states, with corresponding e-mail: carmelo.milano@duke.edu]. The time frame of the study was not reported. A total of 60 patients were included but only 32 underwent tricuspid valve surgery (tvs), of which 2 received an abbott device. In the tvs group, the average age was 59.3 years and the majority gender was male. Comorbidities included diabetes, stroke, transient ischemic attack, chronic kidney disease, deep vein thrombosis, pulmonary embolism, prior cardiac surgery, heart failure, cardiomyopathy, tricuspid regurgitation.